Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered five bursts of anti-tachycardia pacing (atp) and five shocks as inappropriate therapy for a suspected rapid ventricular response (rvr) due to an atrial arrhythmia, with the available shock therapy exhausted as a result. Technical services (ts) reviewed and discussed with the calling physician the available reports, with the reports faxed to the physician for further review. The reports were also reviewed with another following health care professional (hcp) and ts discussed the available programming options. The device remains in service. No additional adverse patient effects were reported.